Event description:
It was reported the patient is experiencing a burning and a painful sensation at the ipg site that radiates to the patient's right side. The stimulation has not been on due to the pain. Xrays were taken and no anomalies were noted. The patient was informed to leave the stimulation off for a week or two until the pain subsides. Follow up information identified the patient continues to experience the pain at the ipg. The patient underwent a surgical procedure to explant the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.